Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by patient that he is unsure of when the leaking started, but noticed it in there was a hairline crack. No other information was provided.

Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 0.75¿ powerloc safety infusion sets with y-sites. The first sample (sample 1) was received without packaging. Usage residues were observed throughout the sample and injection caps were attached to both luer adapters. A longitudinally aligned split was observed in the y-site, opposite the gate mark. The split extended from the luer orifice. Microscopic inspection of sample 1 revealed the split to have occurred along a molding weld line in the material. The split exhibited a granular fracture surface. Abundant superficial stress fractures were observed near the y-site luer orifice. The second sample (sample 2) was received in its original sealed package. The sample was unremarkable to gross inspection. Microscopic inspection of sample 2 revealed multiple superficial stress cracks near the y-site luer orifice. No splits were observed in the sample 2 y-site. The split propagated along a molding feature, indicating that features created during the molding process caused the observed fracturing. The stress fracturing observed in both y-sites further suggested that some part of the manufacturing process affected the mechanical properties of the y-site material. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of aseqf020 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (aseqf020) have been reported from the same facility.

Event description:
It was reported by patient that he is unsure of when the leaking started, but noticed it in there was a hairline crack. No other information was provided.